Event description:
The intraocular lens (iol) was implanted into the right eye. The patient experienced halos and glare which made it impossible to drive at night causing strain and headaches. The iol was explanted and replaced. There were no complications such as a capsule tear, vitrectomy or sutures required and no medication outside the standard of care was needed. The customer indicated that they plan on returning the product. The patient declined to specify their race and ethnicity. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noticed that the following information was received through follow-up with the customer. The initial report should have included the following information. This current report provides the additional information and correction below. Section a5, ethnicity: the patient declined to specify. Section a6, race: the patient declined to specify. Section b5, describe event or problem: the intraocular lens (iol) was implanted into the right eye. The patient experienced halos and glare which made it impossible to drive at night causing strain and headaches. The iol was explanted and replaced. There were no complications such as a capsule tear, vitrectomy or sutures required and no medication outside the standard of care was needed. The customer indicated that they plan on returning the product. The patient declined to specify their race and ethnicity. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure. The reason for explant was not specified. The explanted lens was replaced (the information about the replacement lens was not provided). The patient outcome status is unknown. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in four pieces and coated in viscoelastic reside. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.